Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. Patient presented with coronary artery disease. The target lesion was located in the moderately tortuous and mildly calcified mid left circumflex artery. A 2.75x24mm promus element¿ plus drug-eluting stent was advanced to treat the lesion. However, under fluoroscopy, a non blood flow limiting dissection was observed proximal to stent edge as soon as the stent was deployed. A 3x16mm promus element¿ plus drug-eluting stent was deployed overlapping the proximal end of the 2.75x24mm promus element¿ plus stent and lesion to cover and to treat the dissection. No further patient complications were reported and the patient's status was stable.